Event description:
Physicians assistant was performing the endoscopic harvest of the saphenous vein. The equipment malfunctioned and the vein became trapped in the jaws of the device and tore rendering the vein tissue unusable. The device was removed from the surgical field and a new one opened. The procedure completed successfully with other limb. Patient was not harmed, but potential existed for excess bleeding.